Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no mc spikes, abnormal ps or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Vessel perforation (peripheral)/hemostasis: the cause of vessel perforation (peripheral)/hemostasis was unable to be determined as limited clinical details were provided and no product was returned for review. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that a patient implanted with an impella cp experienced a left main perforation. The patient was treated with epinephrine and levophed, and heparin was withheld. Anticoagulation was reversed and the sheaths were sutured in place. The patient also experienced hematuria. The impella position was slightly shallow so the pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.